Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experiences discomfort at the ipg site. The patient's ipg is shallow and causes the patient discomfort when touched. The patient consulted with his physician who indicated the ipg was implanted to low. Surgical intervention may take place at a later date to address the issue.